Event description:
It was reported that during wound closure this pacemaker and right ventricular (rv) lead were attempted due to oversensing and noise which resulted in pacing inhibition of less than two seconds. The physician was unable to reproduce the noise with pocket/ lead manipulation, flushing and taps therefore, surgical intervention was performed as this pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the report of oversensing and noise which resulted in pacing inhibition of less than two seconds.